Manufacturer narrative:
Clinical evalaution performed by medical affairs department. Partial hip revision surgery performed 9 years after cementless total hip arthroplasty in a 71 year old, heavy (81 kg) patient. Radiographic image provided shows the presence of radiolucent lines around the stem, pedestal formation and signs of stress-shielding suggesting implant mobilization. No information concerning patient general health status, comorbidities and activity level is available. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed due to stem mobilization after 9 years and 7 months from the primary.

Manufacturer narrative:
Batch review performed on 5 september 2019: lot 091970: (B)(4) items manufactured and released on 18 september 2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager. Femoral stem shows signs of removal. Residual ha on the proximal part.

Event description:
Revision surgery performed due to stem mobilization after 9 years and 7 months from the primary.

Manufacturer narrative:
Visual inspection performed by r&d project manager. No residual ha layer on the stem except for the very proximal part (frontal), femoral neck is scratched due to head removal or unknown reason. On 11th of december 2019 we were also informed that the correct awareness date is 27th of august 2019.